Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, as no damage was noted on the device prior to use, it is possible that during advancement, the device interacted with the heavily calcified and mild tortuous anatomy and/or guiding catheter, resulting in the reported difficulty or failure to advance. Further manipulation and/or interaction with the device may have ultimately led to the reported stent dislodgement; however, this cannot be confirmed. The reported difficulties possibly caused or contributed to the reported patient effects. However, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to the operational context of the procedure. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that ¿this case was presented without patient information or patient medical history. The patient was hemodynamically stable at the start of the case, presenting with tachycardia. After the stent dislodged, the patient began to experience bradycardia. Based on the information provided, the patient¿s cause of death cannot be definitively attributed to the use of the xience alpine sds. However, stent dislodgement may have been a contributing factor in the adverse outcome. A 2.0 mm balloon catheter, with its smaller profile and flexibility, was able to pass through the guide catheter and pre-dilate the lesion without any resistance. In contrast, stent systems typically have larger crossing profiles and increased stiffness, thus making them more susceptible to resistance, kinking, and stent loss especially in challenging vasculature. Even the slightest lumen irregularity or deformation of the guide catheter might not be noticed with the balloon catheter¿s passage, but it would impair stent advancement. Alternatively, dynamic lesion changes¿such as vessel spasm, recoil, or inadequate plaque modification after pre-dilatation¿may have introduced new resistance despite initial balloon passage. These factors, combined with anatomical and device-related limitations, could have contributed to the failed stent advancement and retrieval. The reported inability to retrieve the dislodged stent, followed by hemodynamic instability, supports the possibility of mechanical obstruction, coronary dissection, or embolization that led to patient expiration. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left main artery. The 2.75x23mm rx xience alpine stent delivery system (sds) was advanced however resistance was met. Per the physician, it could not be determined if the resistance was with the anatomy or the guiding catheter. During advancement the stent dislodged from the balloon. An attempt was made to retrieve the dislodged stent using a balloon catheter; however, it was unsuccessful. During the retrieval attempts the patient developed bradycardia and expired. Per the physician the patient death was related to the dislodged stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.